Event description:
Customer reported that patient hemorrhaged three days following a right carotid endarterectomy. The patient was returned to surgery for repair and it was noted that the suture broke in the middle. Anoxia was reported and life support was discontinued at the request of the family. The patient subsequently expired.

Manufacturer narrative:
Conclusion: attending surgeon reports that unnoticed clamp damage by the technical staff most likely contributed to the reported break. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.